Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but it did not meet release criteria. The physician fully recaptured this device and at this time it was noted that there was a thrombus in the laa of the patient. The procedure was cancelled and the patient was treated for the thrombus. There were no other complications that were reported to have occurred.